Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) performed system verification and according to initial report, joystick was replaced. Fse performed system verification as per sir (service installation record). Root cause could not be identified conclusively without sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported bed moved without using the joystick during a lasik procedure. The procedure was able to be completed. The switch was disconnected from the power and left off for 30 seconds. After that, no mores issues were reported.